Event description:
It was reported that (1) device was used during a ileostomy closure. It was reported by the rep that the surgeon indicated that the procedure went fine. The tx30b was fired one time to top off the small bowel anastomosis. The staple line looked good and felt good (no existing tension). Two days post-op, the pt was having abdominal pain and was reopened. At this time the staple line was observed to have 3-4 cm perforation in the middle of the staple line. Had to reoperate pt to complete the case. The device was discarded.